Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years, five months, and twenty days post a port placement, the patient was allegedly diagnosed with cellulitis as a result of the defective infected port. Furthermore, the patient reportedly experienced excruciating and skin infection at the port site. Reportedly, the defective infected port and catheter were removed. The patient tolerated the procedure well without evidence of complications. Therefore, the investigation is confirmed for the reported cellulitis, pain and skin infection based on medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2022), g3, h6(method) h11: h6(result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, five months, and twenty days post a port placement in the left side of chest wall via the left internal jugular vein approach, the patient was allegedly diagnosed with cellulitis as a result of the defective infected port. It was further reported that the patient reportedly experienced excruciating pain and skin infection at the port site. Reportedly, the defective infected port and catheter were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient reportedly experienced unspecified infection. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, five months, and twenty days post a port placement in the left side of chest wall via the left internal jugular vein approach, the patient was allegedly diagnosed with cellulitis as a result of the defective infected port. It was further reported that the patient reportedly experienced excruciating pain and skin infection at the port site. Reportedly, the defective infected port and catheter were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2022), g2, g3. H11: b3, b5, d4 (medical device lot number), h6 (patient, result, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.